Manufacturer narrative:
Results of investigation: vyaire medical not was able to verify the customer's reported issue the unit smoking during testing and evaluation. Visual inspection revealed the lemo receptacle and lemo elbow connector was dislodged from the stranded cable of the ventilator's side ptv pigtail exposing the wires. The ventilator was opened and inspected, there were no signs of burnt residue or anomalies. Vyaire medical replaced the ventilator's side ptv pigtail to resolve the issue of exposed wires.

Manufacturer narrative:
(B)(4). At this time, vyaire medical is in the process of evaluating the suspect device. Once the evaluation is completed, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator's "vent-side pigtail cable extension" was noted to have smoke coming from under the gray, "boot" nearest the ventilator. On further inspection, the customer noticed frayed wires that they believe may be the source.